Event description:
It was reported the patient had a loss of therapeutic effect starting about 2 weeks prior to report. The patient was peeing before getting to the bathroom and was also going at night. It was noted symptoms occurred following a fall. It was reported the patient had 2 falls 1 week prior to report. The two falls were on her butt and backwards out of a wheelchair which resulted in hitting her head. The patient changed programs on the device and felt stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient received assistance from their doctor on (B)(6) and their concerns were resolved. It was noted however the patient still had concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An additional appointment in february was noted. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v407759, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).